Event description:
It was reported that a pump keypad has inoperable #2 and #5 keys. The customer stated that when you push one button on the device, the device would "toggle to another command." It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump keypad was found to be capable of limited operation due to intermittently responsive #2 and #5 keys caused by external influence. The keypad was replaced.